Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found intermittent issue in system startup. The fse checked and reseated the host pc cables, which resolved the reported issue. After reseating host pc cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.